Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure mode. Visual inspection was conducted and there was no obvious damage to the conductor wires at the distal nor proximal end. The instrument was then placed on an in-house system and the self test passed. The cut test was performed and passed. The energy deliver test was performed and the results were insufficient. The electrical continuity test failed from the jaw electrode (the jaw that has ceramic dots) to the cautery cord pin. The continuity test for the jaw without ceramic dots passed. This instrument was tested for sealing using a wet paper towel soaked in saline. No bubbling or sizzling from the paper towel was observed. Additionally, the paper towel did not feel warm after the test, further indicating that sealing energy was not being delivered to the jaws. The grip force test was performed and all results passed at straight 6.94lbs, pitch 5.26lbs, and yaw 7.02lbs. The jaw gap test also passed. The insulation of the conductor wire just proximal to the failed jaw was intentionally removed to test for continuity. The continuity passed from the conductor wire to the cautery cord pin, indicating a breakage internally. The breakage is likely at the weld location from the conductor wire to the electrode. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the endowrist vessel sealer extend instrument did not adequately seal the patient's tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the endowrist vessel sealer extend instrument "coagulated" two times and then it stopped. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer but was unable to obtain any additional information about the complaint.